Event description:
Customer reports to have woken up by a high scratching sound coming from insulin pump. Customer's blood glucose was in the 400 mg/dl due to being disconnected from insulin pump. Customer also reports to have received a low battery within 24 hours. Customer was assisted with rewinding, reprogramming, and performing self test of insulin pump. Insulin pump passed self test. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.